Manufacturer narrative:
(B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Were there any issues experienced with the device in the procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the cutting washer visually confirmed? Was a leak test performed? If so, what was the result? Can more information be provided on the patient complications? How many days postoperative did the issues occur? How were the issues addressed? Were there any issues noted with staple formation at any point throughout the care of the patient? Do you believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? What is the current status of the patient?

Event description:
It was reported that the doctor performed a low anterior resection of rectum mobilization of splenetic inflexure on a patient on (B)(6) 2019, where the ecs33a was used to perform the anastomosis. The doctor reported the patient returned due to unknown complications after the procedure. The customer wasn't able to provide any details about what kind of complications. No other information is known at this time.